Manufacturer narrative:
(B)(4). All pieces were returned for evaluation. Visual inspection of the returned tasps found signs of repeated use and a fracture on the lateral side. Gouge marks and dents were noted which is indicative of repeated use. The part had a potential field life of three years and eight months. Review of the device history records and receiving inspection report identified no deviations or anomalies. This device is used for treatment. This device is considered conforming due to its extended field life and unremarkable manufacturing records. A previous investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. As the complaint states, customer used a osteotome instead of the tibial sizing plate handle. Per tasp disassembly , "insert the tibial sizing plate handle into assembled tasp construct by depressing button and inserting into the shim." The root cause is therefore considered to be user error. This complaint was confirmed as the device was returned fractured. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the device was broken in the sterilization unit by staff attempting to remove it from the shim with an incorrect handle.